Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, a peice of blade was missing from the device. The piece of balde did not remain in the pt. Another similar device was used to complete the case. There was no pt consequence.